Event description:
The user received low sodium results for 9 patient samples. Of the data provided, 3 were found to be discrepant. All result are in mmol per l. The user had sent samples out to another hospital for the repeat testing. Sample 1 initial result was 132, repeat result was 139. Sample 2 initial result was 133, repeat result was 139. Sample 3 initial result was 126, repeat result was 136. None of the initial results were reported.

Manufacturer narrative:
The field service representative found there was contamination in the activator and the indirect calibrator bottle was empty. He replaced all the ise solutions and performed electrode service. To verify the analyzer performance, he ran direct and indirect calibrations and performed qc.